Manufacturer narrative:
Device available for evaluation? Information is not available at the time of this report to indicate availability of device sample. If sample or a lot# becomes available, a follow-up report will be sent.

Event description:
The incident/defect was reported as: unable to remove off the skin after stapling. No patient injury reported.